Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. The reported mechanical jam was unable to be confirmed. Manipulation of the compromised device likely resulted in the noted sheath separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous superficial femoral artery that is 80% stenosed. The 5.0x150mm absolute pro self-expanding stent was advanced to the target lesion with a .035 unspecified guide wire. When attempting to deploy the thumbwheel could not turn and completely failed to deploy the stent. The absolute pro delivery system was removed and a new 5.0 x120mm absolute pro was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. Returned device analysis found that the sheath of the absolute pro was separated from the distal end of the shuttle. No additional information was provided.